Event description:
It was reported that mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and dilated right atrium (ra). A mitraclip xtw was prepared per the instructions for use (IFU), was inserted, and deployed on the mitral valve. However, after deployment, the clip opened from under 5 degrees to over the permitted 5 degrees. It was noted that the clip remained stable on the leaflets. No additional clip was implanted, and the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (clarifier: clip open - locked). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.